Manufacturer narrative:
A lot history review (lhr) of rexk1878 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the guidewire stuck within the introducer needle was confirmed and the cause was use-related. The product returned for evaluation was one guidewire and one 18ga introducer needle. Usage residues were observed throughout the sample. The wire was inserted through a 5ml slip-fit syringe which was inserted into the introducer needle luer hub. A longitudinally aligned spit was observed in the hub. This split is addressed in complaint (B)(4). The guidewire was inlaid through the needle and was stuck. The portion of guidewire protruding from the distal end of the needle was elongated. A break was observed in the inner core wire. The outer coil wire and weld tip were intact. Following removal of the wire from the needle, abundant tissue/blood residues were observed adhered to the wire, along the region previously inlaid within the needle shaft. Microscopic inspection of the needle bevel revealed regions of increased luster. The proximal edge of the bevel exhibited regions of mechanical damage in which material flared outward. Microscopic inspection of the break in the inner core wire revealed a dully granular break edge. Material necking was evident in the vicinity of the break. The tissue residue along the guidewire and the material flaring along the proximal edge of the needle bevel were typical of damage caused by withdrawing the guidewire against the needle bevel. The characteristics of the break in the inner core wire were typical of damage caused by tensile stress. It appeared that an attempt to withdraw the needle through the introducer needle pulled tissue residue into the needle shaft, causing the wire to become stuck. Subsequent pulling resulted in the observed break in the wire. The product IFU states ¿caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Event description:
Doctor reported that the patient was diagnosed as chronic nephrotic syndrome. Due to the demand of hemodialysis treatment, when the doctor conducted the infusion puncture, the supporting guidewire in sets of products was allegedly stuck in the puncture needle and could not be removed. On 11/30/2015 - returned sample shows a frayed guidewire.